Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was 217 mg/dl. Troubleshooting was performed and it was noted changing the reservoir resolved the alarm. Possible occlusion on the reservoir may have caused the insulin pump to alarm. Customer was advised to return the reservoir for analysis and she agreed to return it.